Manufacturer narrative:
During inspection and testing, the reported issue (leakage) was confirmed. It was observed there was a leakage from the connector. In addition, service found the acoustic lens was pierced, the probe unit was deformed, the light guide cover lens was chipped, the bending section cover was protruded, the coating on the connecting tube was peeled off, the guide pipe was loose, paint on the scope cover was peeled off, the grip was cracked, the suction cylinder was attached incorrectly, the angulation control knob was cracked, torque value of the up/down angulation knob was out of specification, the up/down angulation knob was cracked, the universal cord was kinked, there was play in the angulation, there were cuts in the biopsy channel, the probe unit was dented, and the forceps cover was deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was leaking under the "wheels". The reported issue was identified during reprocessing of the device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found the adhesive was peeling off, which resulted in a gap on the distal end. This report is being submitted for the reportable malfunction found during evaluation of the device (adhesive peeling off).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.